Event description:
The device was used during a thoracoscopic pneumonectomy procedure. Reportedly, the anvil and the cartridge disengaged into the pt's cavity. The surgeon was able to retrieve the components and applied another device to complete the procedure. The hospital has reported no pt injury occurred.